Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-aug-2015, an fse visited the customer to address the reported event. During servicing, fse found no evidence of leaking around the syringes or alignment errros with sampling and dispensing into cups. Fse ran analyzer diluted and manually diluted samples but the results were still out of range. On 20-aug-2015, ts sent the customer new calibrators and tosoh controls. When the customer ran the tosoh and mas controls, the mas controls still recovered out of range. On 25-aug-2015, fse returned for further evaluation and performed a substrate system flush with 0.1% hydrochloric acid and replaced the sample syringe pump on the hybrid arm. The customer ran controls and recovered both tosoh and mas controls within range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a contaminated substrate system.

Event description:
On (B)(6) 2015, a customer reported that the thyroglobulin antibody (tgab) controls on both tosoh and mas were out low with their a1a-2000 analyzer. The customer replaced the wash and diluent but continued to use the old conjugate. Technical support (ts) advised the customer to replace the conjugate as well and when they ran controls, tosoh controls were in range but mas controls were still out of range. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.